Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. Reportedly, the customer slid the cartridge back into place. Customer's blood glucose level was 144 mg/dl.